Event description:
Smartez pump (se0200-100, lot# s8c58) containing daptomycin 650 mg in 0.9% sodium chloride 100 ml which should have taken 30 mins to infuse actually took 54 mins. Pump kept at room temp 4 hours, crimp spot on tubing not too crimped. Rn could not determine any reason for the slow infusion.